Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. The patient complained of discomfort during the past year since the procedure. This week, the patient was seen by the surgeon and brought a specimen that the patient reported came out of the incision 1 cm below the urethra meatus, however, the physician stated the piece extruded from the trocar exit site on the left groin. The specimen was described as white, about 1cm irregular shape and not uniformly solid and possibly plastic. Additional information has been requested.

Manufacturer narrative:
(B)(4) - plastic sheath splitting/cracking/breaks. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional narrative: since implantation of the sling, the urinary incontinence has improved. The patient had reported that the pain resolved when the extruded material was released. The extrusion site was examined and found to be well healed. The extrusion site did not require any medical or surgical intervention. The sling remains in the patient and no further medical or surgical intervention is planned. Conclusion: the actual unidentified material that was returned for evaluation was solid and approximately 3-4mm across with an off white color. The material was visually and functionally evaluated. The test results showed that the unidentified piece of material was not part of a tvto product. Therefore, indicating the event did not originate from the breakage or damage of a tvto product.